Event description:
Covidien monoject substitute blunt needles- ref 8881202017. Rn called supervisor with complaints that new substitute needles were leaving tiny pieces of rubber in syringe. I examined the syringe and found a tiny piece of the rubber seal floating inside of the syringe. Rn stated that she was double checking her medication when she noticed a small piece of the rubber seal floating in the medication. Rn noticed that the substitute needles were flat not beveled, causing a punch out of the rubber seal each time they were used. Stated that the punch out is logged into the needle and gets sucked into the syringe with the medication. If the rubber can get sucked thru the needle into the syringe, certainly the tiny piece of rubber can get injected thru an IV site in to the patient. Rn immediately went to all floors, ER, ICU, CT, pharmacy and advised the supervisor to remove these substitute needles from their stock. Rn advised staff to search for any place where blunt needles are used to make sure that none are missed. Advised to collect all the unused needles and the syringe with the rubber in it and keep in supervisor office. Also went to stock room and spoke about not restocking this product. Was advised that there were no more needles like that, all of the supply they had was already distributed to the units. I advised him to inform next shift and all staff to not restock this item if any more were found. No harm to any patient.